Manufacturer narrative:
Per regulation EU (B)(4) ((B)(6)), patient identifiers were not collected or recorded and therefore are not available. Implant date: n/a. The product is not an implantable device. Explant date: n/a. The product is not an implantable device; therefore, not explanted. The product was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A report was received that a consumer experienced a bacterial ulcer after using acuvue revitalens to clean her colored contact lenses. Through follow-up additional information was obtained. On (B)(6) 2022, the consumer opened new blue cosmetic contact lenses and cleaned them using acuvue revitalens. A few hours later, the left eye became very painful and red after lens insertion. The consumer described being unable to see and having to be accompanied to the hospital. She also described that the right eye was a little painful too. When asked if she could read any letter on a chart, she said could hardly open her eye before they applied anesthetics, and she could not see the chart. The consumer also stated she was diagnosed with a severe bacterial ulcer that may need an operation and was prescribed antibiotic treatment (moxifloxacin drops). At the time of this report, she continues to use the moxifloxacin drops and is regularly taking oral painkillers. She does not have a scheduled follow-up appointment. She stated she has used many different lenses previously and always cleans her hands before use. No additional information provided.

Manufacturer narrative:
Corrected data: in further review of the file, it was discovered that in the initial medical device report (MDR) comments entered in section h10 which we provided to address section h3¿other (81) should have stated the following: section h3 - other (81): the product was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, risk documentation, and retain testing as applicable for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.